Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image on the left (live) monitor was split in half; the top half of the monitor had no image, which could result in the inability to display a live fluoroscopic image. There is no report of injury or death associated with this event.